Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that the device was unable to produce x-rays. Fse fount that issue was sibbox in m cabinet. Fse replaced the sibbox and restored system backup, reloaded epx database, and license file. Fse performed generator adjustments. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was updated.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. There was no reported patient or user harm.